Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no issue with the leadless implantable pulse generator (ipg) or delivery system.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28 dec 2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 09 jul 2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure the leadless implantable pulse generator (ipg) introducer, ipg and/ or delivery system caused a pericardial effusion. It was noted the patient experienced nausea, tachycardia and cardiac tamponade. The effusion was drained. The ipg remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.